Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen pressure is low. The customer confirmed that the oxygen input and the pressure are normal. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. Per new information provided, it was reported that the issue was not with the device itself. The issue was confirmed to be the oxygen source on the hospital side. Device worked as intended and no issues were observed with the v60 device.